Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. No battery out limit alarm, weak battery alarm, motor error alarm, blank display noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer¿s blood glucose value level at the time of incident was 374 mg/dl. The customer was declined to troubleshoot for high blood glucose level. The customer reported that the cannula was bent of the infusion set. The insulin pump will not be returned for analysis.